Manufacturer narrative:
Stryker performed an initial evaluation of the device and duplicated the reported issue. The customer has received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non urgent issue. Upon evaluation of the device stryker discovered the shock button was not working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker verified the reported issue and the investigation determined the cause of the reported issue was an inoperative shock button. The device remains with the customer.

Event description:
The customer contacted stryker to report a non urgent issue. Upon evaluation of the device stryker discovered the shock button was not working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.